Manufacturer narrative:
Device was returned to manufacturer for investigation on (B)(4) 2010. Preliminary tests were completed with the device passing.

Event description:
Pt stated that electrodes were causing burn marks on the pt's skin.